Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, episodes of competitive atrial pacing were observed. Review of transmission noted functional loss of capture. Programming changes were recommended.